Event description:
Patient underwent uterine fibroid embolization. Procedure was uneventful. Patient developed abdominal pain and low grade fever several days after the procedure, which lasted approximately 3 weeks. Patient underwent hysterectomy 21 days after embolization to resolve symptoms.